Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 74 years old patient with a valve model 3300tfx29mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of nine (9) years and eleven (11) months due to degeneration leading to stenosis. The patient was experiencing shortness of breath before valve replacement. A 29mm transcatheter valve was successfully implanted within the edwards surgical device with no reported complication for the patient. The patient was noted as to be discharged home.

Manufacturer narrative:
H10: additional narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration related structural deterioration, either calcific or non calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. In this case, a definitive root cause cannot be conclusively determined; however, progression of patient valvular disease combined with other patient factors likely caused or contributed.